Event description:
Related manufacturer reference number: 2017865-2022-39308. It was reported that the patient presented with syncopal episodes. Upon review, it was discovered that both the pacemaker and the right ventricular lead exhibited loss of capture. Both products were explanted and replaced. The patient was in stable condition.